Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Device issue; stent migration, relationship; device possible; 2 stents side by side (only one is from cook), procedure: not related, pre-existing; not documented. Location of stent placement - trans gastric. No pre / post dilation performed before or after stent placement. Chemotherapy administered post procedure . Stent migration 13 days post procedure requiring placement of new prosthesis - 2 stents side by side (only one is from cook) one stent migrated leading to an angulation with the higher protesis. 367 days post procedure - hepatobiliary - recurrent biliary obstruction - tissue or tumor overgrowth requiring endoscopic placement of another stent. 521 days post procedure - hepatobiliary - recurrent biliary obstruction - tissue or tumor overgrowth requiring endoscopic placement of another stent. 925 days post procedure - hepatobiliary - recurrent biliary obstruction - tissue or tumor overgrowth requiring endoscopic placement of another stent. 983 days post procedure - biliary sepsis - no treatment - unrelated to stent - death due to biliary sepsis however unrelated to device deficiency.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-feb-2024.

Manufacturer narrative:
Device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation of evo-10-11-6-b of lot c1154740 could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿stent migration¿ manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1154740 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the instructions for use, ifu0056 which accompanies this device, states ¿¿the device is used in palliation of malignant neoplasms in the biliary tree¿¿ and ¿¿ alternative methods of therapy should be investigated prior to placement.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device the instructions for use, ifu0056 which accompanies this device, intended use section states ¿¿the device is used in palliation of malignant neoplasms in the biliary tree. It is known from the available information that the stent was used for trans gastric drainage. It is likely that the stent was used to drain the bile fluid from the liver into the stomach. The stent migration reported was likely caused by the trans gastric approach. It is also known from the available information that the customer received chemotherapy post stent placement which is considered user error. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the pmcf study stent partially migrated 13 days post placement. Confirmed quantity of 1 device, confirmed used. It is known from casebook that the patient required an additional stent to be placed as treatment for the stent migration. Patent death occurred 983 days post stent placement due to biliary sepsis. The patient death was unrelated to the placement of the cook biliary stent. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.